Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The instrument/suction channel was flushed with water. The instrument channel outlet, instrument channel port, and suction cylinder was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had reduced angulation. The issue was found during inspection of the device. The device was returned for evaluation. During the device evaluation, the unit suction channel was fund to have a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customers allegation. Additional findings were as follows: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage on the suction tube in the control section, foreign objects came out of the distal end; due to the wear of the angle wire, the play of the up and down knob were out of the standard value; adhesive on the bending section cover (a-rubber) had a white clouded area, a chip and a crack; damage or deformation due to physical stress (caused by handling); adhesive around objective lens is peeled; adhesive around light guide lens was peeled; adhesives around light guide lens had a white-clouded area; plastic distal end (c-cover) had a burn on it; protector of the universal cord on the suction connector and the control section side had a scratch; universal cord had a wrinkle; grip was shaved. Due to the nature of the reportable event (foreign material from suction port due to the clogged suction tube of universal cord), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: facility was not aware what the foreign material was. Facility noted that there was no abnormalities on the accessories used for reprocessing facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.